Event description:
It was reported that customer received malfunctioning sensors. Caller states that one sensor gave a continuous reading of 120 mg/dl. Customer was treating from sensor thinking meter was bad and had to be hospitalized as a result. Customer was hospitalized due to ketoacidosis. Caller states that other sensors had bent needle. Caller was advised that sensors would be replaced including the one removed at the hospital. No further information provided.

Manufacturer narrative:
(B)(4) analysis inspected 1 opened/used sensor and performed a visual inspection and found bent electrode, sensor failed per inspection.